Event description:
It was reported that, "multi-pin clamp broke during final tightening. Was replaced with new multi-pin clamp."

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.